Event description:
The customer initially reported that the device jaws locked, but the tissue was thin enough that the device could easily be removed from tissue. There was no bleeding and no pt injury. The incident device was returned and approximately 1.5mm of the knife blade was found to be missing. The surgeon has been notified of the issue, but no further information has been made available by the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A visual inspection of the incident device found the jaws jammed with tissue. The jaws could not be opened and the trigger could not move due to the excessive tissue and eschar in the knife track. The tissue was cleaned from the jaws and the jaws were forced open. The knife cut of the device was tested on a silicon test strip and the cut puckered indicating blade damage. The knife blade was inspected under magnification and approximately 1.5mm of the blade was found to be missing. It is possible the user cut on a hard object causing damage to the blade. (B)(4).